Event description:
A distributing facility reported, "we were notified of a complaint from a customer stating dull instruments."

Manufacturer narrative:
A distributing facility reported, "we were notified of a complaint from a customer stating dull instruments." Deroyal industries, inc. Requested return of the device, however it was stated to be unavailable. The investigation is not complete at this time. No further information is available at this time. We will provide follow-up report when additional information becomes available.